Event description:
A balloon ruptured on the first inflation during a hemodialysis fistula procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was returned, evaluated and retained by this MFR. The shaft of the balloon was corkscrewed. Microscopic examination revealed two pinhole leaks noted at the distal ro marker and 3mm proximal to the distal ro marker. Scratches were noted on the balloon surface. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon as well as contact with a sharp external source, scratches on the balloon surface. Therefore, co does not attribute this event to the device.